Event description:
It was reported that impedance issues discovered during procedure. It has been known for this surgeon to use a cannula which causes air bubbles to be trapped and caused temporary high out of range impedance. During this procedure, the surgeon used the same cannula type. Impedance tests were run with the full system versus using a lead test cable to test the leads and troubleshooting during the procedure cleaning contacts and ensuring proper fit at each connection site. The first impedance test was performed after ipg implantation, and not before the lead was secured in stage one. Historically, patients have impedance issues that clear within a day or so. This patient will not be checked until the two week post surgical follow up therefore a report was warranted. It is possible that the impedance will be within normal limits at that follow up. Additional information received from rep that follow up appointment is scheduled for (B)(6).

Manufacturer narrative:
Continuation of d10: product ID b3300542m. Serial# (B)(6). Implanted: (B)(6) 2026: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported that the segments all cleared. Contact 11 did not clear. Physician was made aware of the situation.